Event description:
It was reported that this right ventricular (rv) lead perforated into the right ventricle. A revision procedure was performed with thoracotomy and a new rv lead was successfully placed. No additional adverse patient effects were reported. This product was not returned to boston scientific as it is considered a patient owned device and patient consent was not received per section 72 (6) of the medical device implementation act (mpdg).